Manufacturer narrative:
Following the reported event, an olympus surgical specialist visited the user facility for further investigation and reported that the tip of the probe was broken off. The probe tip and the tip of the grasping section was observed to be black and charred. The olympus surgical specialist returned the handpiece and probe tip to olympus for investigation. The handpiece and probe tip was sent to the original equipment MFR for further investigation. A supplemental report will be provided within 14 days.

Event description:
The user facility reported that during a therapeutic laparoscopic splenectomy, the users heard a "pop" from the generator before the tip of the probe detached from the handpiece and fell into the pt's abdomen. The physician immediately utilized a non-olympus atraumatic grasper to remove the probe tip from the pt with no complications. The procedure was completed with another company's similar device. The pt received add'l anesthesia; however the hospital reported there was no pt injury.